Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose levels were 400 mg/dl, 380 mg/dl and 580 mg/dl. The customer was treated with manual injection and insulin pump. The customer did not mention that they were thirsty as a symptom related to high blood glucose level. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege the insulin pump for under delivery. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.